Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further patient, product, or procedural details. (B)(4). Acknowledgement of late MDR reporting. We have investigated our suspect devices accordingly and initiated a device recalled of the affected product lots. Due diligence was taken to set-up the access and this report was submitted the same day production access was granted. This is the first MDR submitted by matrix surgical USA. Device implanted - not returned.

Event description:
On (B)(6) 2017, a physician reported to our distributor the following: 'the implants were requested for the mandible two sides, matrix delivered the two implants (right & left) as per our request, during performing the surgery the doctor implanted the right mandible first then he turned to the left one, once he opened it, he found that it was also for the right side.' Product was implanted, which required more time and effort to complete the surgery. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further patient, product, or procedural details. Packaged product labeled as (B)(4) (lot 012110816) left contained device intended for the right orientation.